Manufacturer narrative:
The serial number or model number of the stretcher could not be confirmed by the user facility. Additionally, the user facility could not provide any additional details regarding the alleged event. Unknown device

Event description:
It was alleged that a patient fell. Further information has not been provided.

Event description:
It was alleged that a patient fell. Further information has not been provided.